Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 176 mg/dl, 174 mg/dl, 198 mg/dl,160 mg/dl and sensor value that triggered the suspend event was 120 mg/dl. Insulin delivery was suspended due to sensor values. The customer reported that they had insulin flow blocked alarm and the issue was resolved by changing complete set. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor, insulin pump will not be and infusion set will be returned for analysis.